Event description:
On (B)(6) 2009, the pt reported that the up and down buttons on her insulin infusion device are not working. She stated she noticed the issue when she tried to bolus. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.